Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after a coronary angioplasty and stenting procedure. Reportedly, the sheath broke off inside the patient's arteriotomy and could not be removed. A cut-down procedure was performed and the sheath was removed from the artery. Hemostasis was achieved with surgical intervention. The patient's hospitalization was prolonged. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported needle guide detachment was confirmed. A conclusive cause for the reported needle guide detachment could not be determined. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.